Event description:
Patient was having a biopsy via bronchoscopy. The procedure went as expected. When the patient was at home he coughed up what looked like the end of a needle. The patient's wife works in the doctor's office that performed the procedure and is familiar with the procedure. She immediately called the doctor to tell him what occurred. Patient has not suffered any known harm at this point.